Event description:
It was reported that there was an atrial lead warning due to low impedance, and that upon a lead polarity switch, the patient was experiencing pocket stimulation. It was also reported that (B)(4) oversensing was causing occasional mode-switching. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.